Event description:
Boston scientific-target was notified that the gdc 10-ultrasoft stretch resistant synerg detection circuit detached prematurely. The product was destroyed. The pt was reported in good condition.